Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, (sn: (B)(6)). The returned ipg was analyzed and visual inspection revealed that port b and d septums were missing or removed. An analysis of the data log revealed that there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. The IFU states that, for proper operation, do not use the charger if the ambient temperature is above 35 c (95 f) and, for best charging results, make sure the charger is well ventilated and centered over the stimulator. The probable cause of the investigation will be unintended use error caused or contributed to event, the ipg thermistor was likely being triggered due to poor ventilation while charging.